Event description:
It was reported that the patient was implanted with a shoulder arthroplasty. Subsequently, the patient was revised due dislocation. It was noted that 2 screws were also revised due to unknown reason. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). D10: comp rvrs shldr glnsp std 36mm cat#115310 lot#j7777247. Comp lk scr 3.5hex 4.75x25 st cat#180552 lot# 66794981. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.